Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed the valve is centered on the inflation balloon before crossing the septum, the thv is not coaxial with the flex tip, the valve is located proximal to distal alignment marker after crossing the septum, and the thv is not centered on the inflation balloon after the flex tip is pulled back. During the manufacturing process, the delivery system was visually inspected and tested several times. Per procedure, the inflation balloons are 100% dimensionally and visually inspected for defects. During manufacturing, the final flex shaft are 100% inspected. The flex tip outer diameter is 100% dimensionally inspected/verified per procedure. During manufacturing, the final handle assemblies are 100% inspected for functionality of the find adjust knob and final handle assembly. Prior to the balloon pleat, fold and forming process the balloon is 100% inspected for damage. During final inspection per procedure, the fine adjust function and collet/shaft clearance are tested. The entire device was inspected 100% visually inspected distal to proximal for defects. In addition, the guidewire is inspected for damage. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for physical defects or damage, kink radius testing, device insertion and fine adjustment verification and the locknut/collet engagement is tested. The lot met the statistical acceptance criteria. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The IFU for commander delivery system, the procedural training manual for edwards sapien 3 valve in valve mitral position, device preparation manual and procedural training manual were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system, sapien 3 valve, and esheath usage. The procedural training manual for edwards sapien 3 valve in valve mitral position provides guidance on valve alignment. Determine adequate puncture location using tee, perform valve alignment in the straight section of the inferior vena cava, unlock the balloon lock, pull straight back slowly at the y-connector until part of warning marker is visible, lock the balloon lock, obtain a magnified perpendicular fluoroscopic view, and slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Additional considerations during valve alignment are compression may be observed in the distal portion of the flex catheter during valve alignment, and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct diving, move to a different straight section of the aorta (for diving only), if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible, and if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. The thv moves in only one direction relative to the balloon. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints was confirmed based on the procedural imagery provided. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. Per the provided imagery, the flex tip is not coaxially aligned with the valve. This indicates that valve alignment may not have been performed in a straight section of the vasculature. If valve alignment is not performed in a straight section of the vasculature, the valve may unseat from the flex tip and dive into the flex tip lumen, increasing the force required to align the thv on the inflation balloon. Replication studies have been previously performed, demonstrating that valve alignment in tortuous vasculature may lead to valve alignment difficulty and valve diving. As reported, ¿after the valve crossed the septum, the valve was between the markers. However, per provided imagery it is shown that the valve was not aligned with the distal marker after crossing septum (before retracting flex tip). As difficulties were noted during crossing the septum (¿it was very hard cross the septum¿), it is possible that the valve shifted on the balloon during use of device manipulation to troubleshoot crossing difficulty. During deployment, if the thv is not centered, the valve may migrate proximally as reported. The delivery system kinked, bent was unable to be confirmed. As reported, ¿it was very hard cross the septum due to the commander bent¿. Based on available imagery, no kink was identified on the distal section of the commander delivery system. Of note, the valve was non-coaxial in relation to the flex tip. It is possible that this valve diving event was misperceived as a kink on the delivery system. However, there is insufficient information to determine a root cause. In this case, available information suggests procedural factors (valve movement due to excessive manipulation during septum crossing difficulty and deploying thv when thv is not centered on balloon, and valve alignment performed in non-straight section of vasculature, resulting in valve diving) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified; therefore, no corrective and preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our colombian affiliate, during a transseptal tmvr procedure for a 29mm sapien  3 valve inside  a non-edwards 29 mm  surgical mitral valve there was difficulties during valve alignment and ¿fine-tuning¿ did not work. After troubling shooting maneuvers, the valve was aligned in between the markers.  There was difficulty crossing the septum ¿due to the commander delivery system bent¿ and losing ¿the support needed to perform movement¿. During deployment of the valve, the distal part of the commander balloon inflated causing ¿the valve to migrate toward the ventricle¿ and landed too ventricular. A new valve and system were used for a valve-in-valve implant. The first valve was aligned with the second valve   leaving the valve functional with excellent results. The patient is stable without any complications. As per preliminary imaging review, the valve was in between the markers after valve alignment. Multiple attempts were made to cross the septum; it appears the valve moved during these attempts. The valve was not in between the markers prior to deployment.